Event description:
Report was received that a hole in the corneal flap occurred during a refractive surgery. The microkeratome had stopped during the cut of the corneal tissue. It was further stated that the unit was "skipping" on the track with a lot of movement on the suction ring. Visual acuity pre-op: count fingers. Visual acuity post-op: 1 day - 20/20, 1 month - 20/15.